Event description:
It was reported that the device showed the battery mark before the expiration date. Physio-control evaluated the device and found that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control recommended the customer purchase a replacement defibrillator and to scrap the failed device. The failed defibrillator will not be returned to the redmond for further evaluation. Hence, a conclusive cause of the reported event could not be determined.